Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the bubble detector sensor. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to fix it, both bubble sensor and bubble module were replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a bubble detector sensor gave temporary warning issue on the s5 system control panel. The issue occurred during procedure. There was no patient injury.

Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2018 and no other similar events have been reported. According to the information collected and reported by the livanova representative in charge, it is reasonable to narrow the caue of the issue down to an intermittent electrical failure in the bubble detector or in the bubble module. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.